Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The surgeon for the first half of the procedure is: (B)(6). The implant surgeon is: (B)(6). The assistant surgeon for the second half of the procedure is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a retropubic no tension mid urethral sling procedure performed on (B)(6) 2019. The patient sought consult due to dysmenorrhea, stress urinary incontinence, urethral hypermobility and stage ii posterior vaginal wall prolapse rectocele. On (B)(6) 2019, the patient underwent robotic-assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy (uterus less than 250 grams), retropubic no tension mid urethral sling (boston scientific advantage fit sling), cystoscopy and posterior colporrhaphy with perineorrhaphy procedures. As reported by the patient's attorney, the patient experienced an unknown injury.